Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not identified.

Event description:
The patient was revised because of loosening.